Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcomes, the patient expired due to failure to thrive. The device was operating as expected and was not considered device related.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient expired on (B)(6) 2020 due to failure to thrive. The patient's death was not device related and it was reported to be operating as expected. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. The heartmate 3 lvas IFU, document (B)(4), rev. A, is currently available. This IFU list death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No device-related issues reported. No further information was provided. The manufacturer is closing the file on this event.